Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented to the clinic after experiencing pectoral stimulation. The pulse generator exhibited backup vvi operation when interrogated. A software download restored the device but exhibited the battery was at elective replacement indicator. The device was explanted and replaced on (B)(6) 2013.